Event description:
Per md : defective : the supplies in each kit do not match what is on the box and they were made defective. In each kit, there is a finder needle, then a guide wire that goes thru the needle, then a catheter that goes over the wire. In all cases identified, the guidewires were unable to be thread into the needle while the needle is already in a pulsating artery. In one of the cases, the guide wire was able to be inserted thru the needle, but the catheter did not fit over the wire, which resulted in us pulling another bigger gauge case/catheter to slip over the wire. In summary, multiple instances have occurred where the 3 components are not of the same size (either 18g or 20g) or made so in that they don¿t properly fit. This resulting in harm to the patient, time lost, multiple pokes, and blood loss.

Manufacturer narrative:
Per the customer, no sample was available for return and no photographic evidence provided. Without such evidence, the complaint cannot be confirmed and a definite root cause cannot be established. If more information becomes available in the future, a follow-up report will be submitted.